Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Reportedly, the customer had been reusing the current infusion set tubing due to running out of supplies. Blood glucose level was 500 mg/dl and the customer reverted to manual injections for diabetes management.